Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the cable on the prograsp forceps instrument to have come off track. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the pitch cable displayed a small fray; however, the crimp remained attached to the cable. The other cables showed no damage. There was no other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.